Event description:
It was reported, the patient's charging antenna gets hot while she charges. The patient was asked if heating was felt as the ipg pocket site and the patient indicated the heating was only from the external device. The patient was sent a replacement charger. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.